Event description:
It was reported that during an unknown procedure, the max button did not work. Used a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.